Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
The customer reported that 2 pcu keypads noted to be "delaminating" in the upper left corner. There was no report of patient harm. It was reported that a full fleet assessment was performed while onsite and the cleaning process performed by central supply was excellent and the devices do not show any signs of abuse. They are using 70 % ipa wipes but looking to switch to the pdi super sani cloth wipe. "

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
The customer reported that 2 pcu keypads noted to be "delaminating" in the upper left corner. There was no report of patient harm. It was reported that a full fleet assessment was performed while onsite and the cleaning process performed by central supply was excellent and the devices do not show any signs of abuse. They are using 70 % ipa wipes but looking to switch to the pdi super sani cloth wipe."